Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely from a defective video processing board. The specific root cause of the defective video processing board could not be determined at this time as the device has not been returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when they connect the cv-190 to the oev-261h in the room using sdi, no image displays. No patient involvement or injury was reported.

Manufacturer narrative:
The olympus service center technician (tac) worked with the user to try the device with a known working tower and confirmed he received an image on the monitors. Tac continued to troubleshoot with the user to discover the oev -261h has a defective sdi input and will need to be sent in to the national service center for evaluation and repair. At this time, the device has not been returned to olympus. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.